Event description:
It was reported that during a da vinci s hysterectomy procedure and while tissue dissection, the tip of the monopolar curved scissors instrument broke and fell into the patient's abdomen. The surgeon made the decision to convert to traditional open techniques to successfully remove the tip and to complete the planned surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Final analysis found the pulse generator was in back-up mode. The device exhibited end-of-life (eol) due to normal battery depletion. The device functioned normally with a replacement battery, however measured battery data was lost when the battery voltage was reduced to 2.46 v or less. This was due to a discrepant integrated circuit.